Event description:
On (B)(6) 2011, pt reported, the down button on the infusion device was not functioning properly. This was first noticed 2 weeks prior to the report, and it has gotten progressively worse. Infusion device was not dropped or exposed to water. Pt boluses 8-10 times a day. The down button pops up after it is pressed. There is a "cosmetic split" near the outside of the insulin device display, but pt is still able to read the display, infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue.